Event description:
It was reported that the "options" button on the touchscreen became unresponsive. Customer had elevated blood glucose levels (249 mg/dl).

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.